Manufacturer narrative:
The ICD first underwent a status interrogation, which indicated the device status as bol and had been implanted for 7 days with 10 charge processes documented. The capability of the ICD to deliver therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a 30-joule defibrillation shock. The specified energy level was reached. The charge time was normal. Then a sensing test was performed. Among other things, the program parameters mentioned in the complaint were used for this. The ICD detected all simulated signals as expected and reacted in accordance with the specifications. The pacing behavior of the ICD in particular proved to be fully functional. The iegms recorded during the sensing test were free from disturbances and artifacts. The memory content of the device was checked. No anomalies were detected. There was no indication of a material defect or mfg error. In conclusion, regarding the facts mentioned in the complaint, neither the analysis of the ICD, nor the analysis of the lead was able to detect any deviations from the technical specifications. The pacing behavior of the ICD in particular proved to be completely in accordance with the specifications. During the analysis of the lead, neither short circuits nor conduction interruptions could be measured, especially under changing mechanical stress. The visual inspection showed coagulated blood in the lumen of the rope of the electrical conductor of the rv shock coil. This manifestation of damage is caused by damage to the insulation of the inner coil. It should be considered that the inner coil might have been damaged by the stylet. Since the outer insulation of the lead did not show any signs of damage, it can be assumed that this blood was introduced into the lead with the stylet. The analysis was unable to find any material defect or mfg error.

Event description:
Ineffective antibradycardic pacing was reported after an implantation period of 7 days. The ICD and the lead were explanted. Also part of this system: linox sd 65/16, MDR 1028232-2008-00065.